Event description:
20 fr 30cc balloon foley catheter inserted pre-operatively. Post-operatively, when pt was being taken from operative table, foley "fell out". Upon examination, the foley catheter balloon was noted to have a leak.